Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: dzl. (B)(4). Lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a cranioplasty procedure on (B)(6) 2016, and was implanted with cranios fast set putty, sterile, 0.4mm titanium matrixneuro reconstruction mesh, and eight (8) titanium matrixmidface screws, self-drilling. On (B)(6) 2016, the patient was returned to the operating room to remove the mesh due to an infection, specifically a hole in the skin where the cranios putty was implanted. Debridement was required. There was no surgical delay reported. The procedure was completed successfully. This is report 9 of 10 for (B)(4).